Manufacturer narrative:
The device was tested on (B)(6) 2018 and the reported flow rate issue was not confirmed. The event log for the pump was pulled and reviewed. The pump was shown to finish the last infusion of 2.2ml/hr for 100ml. A new infusion was started after the first infusion completed and was set for 1.2ml/hr for 100ml. The user incorrectly input 1.2ml/hr instead of 2.2ml/hr. There is no confirmed malfunction. Possibly a user error.

Event description:
A distributor representative reported a flow issue with the device to infutronix on (B)(6) 2018. The distributor representative reported that there was a note inside the box of a pump which arrived at their facility. The note wrote: "pump # (B)(4), 46cc left in bag, screen reported 0 left. Cannot retrieve infusion history. This pump # (B)(4)may have changed from 2.2 per hour to 1.2 per hour. Not sure how that happened?" No patient injury or harm was reported for this case. The contract supplier of the affected device is (B)(4).